Event description:
It was reported after the customer started the biopsy procedure with mammotome, he found the sample was not being retrieved. Customer tried troubleshooting only to find that the blue cable connection part on mammotome control module is the cause of the malfunction. There was no patient consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the dc motor adaptor to be replaced. The device was functionally tested, met all product requirements and returned to the customer.